Event description:
It was reported that the ventilator emitted smoke and it was a burned smell from the ventilator. There was no patient involved. (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our fse (field service engineer). The oxygen gas module was found faulty and was replaced. The ventilator was then restored to use. The fse opened up the oxygen gas module and took pictures. The received pictures show that the oxygen gas module was of type 1 (old type) and that the failure was localized to the current servo, which comprises of two pc boards (pc1585 and pc1586) in the gas module. The received pictures showed an overheated component, an inductor coil, on the pc1586. Based on the replaced part, received pictures, and our investigations of similar complaints, the conclusion is that the cause of the overheated coil was a broken capacitor on the pc1586. The short circuit in the capacitor allowed a high current flow through the inductor coil, which in turn led to the overheating of the coil and smoke from its plastic coating. In case of failure of the current servo within the gas module, an upper pressure alarm and/or minute volume alarm will be generated if the parameters exceed user set limits. An improved gas module which withstands higher currents, with an additional protective functionality that limits the current in case of component failure and reduces the likelihood of overheated and smoking components was implemented in production and as spare part in june 2002. The reported oxygen gas module was manufactured before this change.